Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to a migraine headache. The customer was not sure if the incident was diabetes related. Customer's blood glucose level at the time 441mg/dl. It was also reported that the customer received no delivery alarm. Troubleshooting was declined. No significant event leading up to the incident was mentioned.